Manufacturer narrative:
(B)(4).

Event description:
It was reported an episode of lead noise was observed on the ventricular channel. The patient paces a fraction of the time and has intermittent heart block. The patient was asymptomatic. It is suspected the oversensing looks like myopotential oversensing. Changes to device sensitivity were made to resolve the issue. No further information is available.